Event description:
It was reported that the patients ipg was not working. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.